Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip had passed through the scope. The clip was then able to grasp and lock onto tissue but would not detach from the catheter to deploy. Reportedly, multiple attempts were made in order to disengage the clip from the catheter. The catheter was jiggled back and forth and eventually pulled the clip off of the tissue, causing further bleeding. The procedure was successfully completed with another resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.